Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date implanted: (B)(6) 2005 this report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00319 & 00320).

Event description:
It was reported that a patient underwent a total hip in(B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2015 due to elevated metal ion levels. During the procedure, the modular head and taper adapter were replaced.